Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. K101880. Device manufacturer date unknown / not provided.

Event description:
It was reported that the patient returned years after implant placement complaining of "a bad smell" coming from implant site. The implant at tooth site #19 was removed due to periimplantitis. Bone loss and peri-implantitis implant #19. 10mm pocket on the facial of the implant. Symptoms as a result of the event: infection & bone loss.